Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During device preparation, it was found that the products three-way component was broken, and the bubbles could not be discharged. The device was replaced with another product of the same model, and the procedure was successfully completed. The patient condition following the procedure was reported as stable.